Event description:
Unit would not unfreeze confirmed complaint: worn pulse piston spring repair order 97648 history: defrost issues reported.

Manufacturer narrative:
Coopersurgical inc is currently investigating the reported condition.

Manufacturer narrative:
Investigation review DHR inspect returned samples analysis and findings complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 08/29/2017 under wo # (B)(4) and shipped 2017. Manufacturing record review: DHR 225508 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: this unit was serviced 6/6/2019 for an adjustment to the trigger levers. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. The pules piston was not operating correctly. Root cause: as the device was found to have a worn spring in the pulse piston the root cause is being attributed to wear and tear. If the pulse piston assembly is not operating correctly the unit will not defrost as described in the complaint. It's replacement corrected the issue. Corrective actions the unit was repaired, tested and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. No training is required. Was the complaint confirmed? Yes.

Event description:
Unit would not unfreeze, confirmed complaint: worn pulse piston spring. Repair order (B)(4). History: defrost issues reported. 1216677-2022-00002-1 ll100 cryosurgical 900001 (B)(4).